Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event. Upon examination of the device, physio observed that the AED function of the device was inoperable and, as a result, the unit would not have been able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4): upon further investigation, physio-control determined that the information documented by the physio service representative was incorrect. The original reported issue of a critical event code that may affect the device¿s ability to provide defibrillation therapy in AED mode did not occur. Physio observed non-critical event codes in the memory which did not affect the device¿s ability to provide defibrillation therapy. Physio-control assisted the biomedical engineer at the facility with clearing the non-critical codes from the device¿s memory and conducting a performance inspection procedure (pip) which passed. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. There were no assemblies replaced as a result of the reported issue.